Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported on (B)(6) 2021, that the pump turned off after the proper low power alerts and alarms because of the battery gauge fluctuating. The customer's blood glucose was 99-100 mg/dl. The customer reverted to alternate insulin therapy.